Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The greater the 70% stenosed lesion being treated was predilated with an unknown size maverick2 balloon. The physician asked for a liberte bare metal stent and was handed a taxus liberte stent, which was implanted. The physician was informed of the mix-up immediately after the case and appropriate orders were written. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.